Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received by the customer. Visual observations revealed wear marks in the device. The jaw-shaft pin is missing, and the assembly of the jaw mechanism was failed. The upper jaw was loose contributing to holding issue. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection, this complaint can be confirmed. The jaw pin fixes the link between the jaw lever and the shaft, preventing functionality of the jaw. This pin is a design feature to ensure that the tissue is clamped and prevent loose bodies from leaving the device. The possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw; also, it is possible that the failure occurred due to excessive mechanical force while handling the device. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per the instructions for use, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep during an unknown procedure on (B)(6) 2022, it was observed that the expressew iii suture passer w/o hook device stopped working. During an in-house engineering evaluation, it was determined that the upper jaw on the device was loose. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.